Event description:
Ten days after implant, "malfunctioning" became evident and the decision was made to remove the catheter. An inspection of the catheter showed a hole in the medium-distal portion. Pt was receiving continuous infusions of morphine.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation.